Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: 6f al 0.75; other: 5.0mm spider embolic protection device you are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The 4.5 x 16 mm graftmaster (12747-16/592923) is being filed under a separate MFR number. There was no reported product deficiency. The reported patient effect of perforation, as listed in the promus instructions for use, is a known adverse event associated with coronary stenting procedures. Perforations can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, or device size selection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that treatment was being performed in the right coronary artery (rca). A 4.0 x 28 mm rx promus drug eluting stent was deployed with a maximal balloon inflation of 16 atmospheres. After stent deployment, there was a focal coronary perforation in mid stent. Bivaltrudin was discontinued and the stent balloon was reinflated for several minutes. After several balloon inflations the extravasation had subsided. The guide wire and guide catheter were removed. The right femoral artery was accessed with a 8f sheath. The rca was engaged with an 8f jr4 guide catheter. A non-abbott guide wire was advanced into the rca. An attempt as made to advance a 4.5 x 16 mm graftmaster covered stent into the promus stent; however, this was unsuccessful. The guide wire was then exchanged for a wiggle wire through an otw balloon. Again, the covered stent would not advance into the promus stent. Repeat angiography showed that extravasation had ceased. The patient remained hemodynamically stable and a bedside echo showed a trivial pericardial effusion. Post intervention, there is no residual stenosis and a timi 3 flow. No additional information was provided.